Manufacturer narrative:
The device logs, video, and images were reviewed. The device was also tested by draeger, and the issue was reproduced. The investigation found that the m540 was setting the nibp interval mode to off before the patient category change at the cockpit was completed. The m540 monitor was tested to manufacturer's specifications according to service records. No device failure was found during service, however, the nibp pump was replaced out of precaution and returned to the customer for use. A software fix that prevents the nibp interval being set to off when the patient category is changed will be available in a future software release.

Event description:
A complaint was received where the customer stated that automatic recording of non-invasive blood pressure (nibp) was set for every 2.5 minutes in the operating room (or), and 15 minutes in the post anesthesia care unit (pacu) on the infinity acute care system (iacs). The customer reported that the monitors will take one blood pressure reading but will not repeat the nibp measurements. The reporter noted that the issue was intermittent, and that both the m540 monitor and the c700 cockpit lose the interval. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the iacs incorrectly loads the programmed nibp intervals. A draeger technician confirmed that the malfunction occurs intermittently. There was no report of patient injury or death.